Event description:
In october, 2004 the pt's sound processor reportedly was not linking with the device in 2004, the pt was seen by a co rep for evaluation. Testing performed could not confirm intermittency experienced by the pt. However, after programming adjustments were made, the pt reportedly experienced intermittency. The pt's c1 device was explanted.